Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the patient ate a breakfast sandwich which has 30 carbohydrates. The patient went to the bank to get assistance with setting up his bank app. After an hour, he left the bank, got on a train, went to the other bank, did the same thing. After he left, he was feeling a little queasy. The patient decided he needed something to eat on his way to the third bank. Someone approached him and asked them if he was okay because he "looked a little funny". While they were walking and waiting at the stop light. The patient started to shake. The patient ate reese's chocolate. During this time, patient was not receiving readings on the dexcom app. The patient reported that the pump reading was too small and they could not read it, as he is declared "partially blind". The patient only remembers waking up in an ambulance. At some point the patient lost consciousness and did not know who called the ambulance. The patient was treated with glucose while in the ambulance and a ¿powder that he need to snort¿. The patient was taken to the emergency room at about 1-2pm. There they patient was treated with food and IV medication. The patient was discharged the same day between approximately 6-9pm. At the time of the report the patient was recovered. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.